Event description:
Th customer's husband reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose was 29 mg/dl. The customer was admitted to the hospital. The customer was treated with glucose tablets. The customer has been experiencing low blood glucose since (B)(6). The customer's husband was advised to have her call to troubleshoot the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.